Event description:
Heartmate 3 patient presents with history of chronic iron deficiency anemia and history of gastrointestinal bleeding prior to left ventricular assist device (lvad) (reported arteriovenous malformations (avms)), and now with first post lvad gastrointestinal bleeding (gib) event requiring 4 units transfused blood. Esophagogastroduodenoscopy (egd) identified 2 bleeding avms in the duodenum which were treated with cautery. Repeat egd identified multiple small angiodysplastic lesions with bleeding in the fourth portion of the duodenum and proximal jejunum treated again with cautery.